Event description:
It was reported that a spectrum pump presented upstream and downstream occlusion alarms. The event occurred during testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation of the device, the reported events were not reproduced. A review of the event history log revealed both 'upstream occlusion' and 'downstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the upstream occlusion alarm was identified to be an out of calibration ultrasonic sensor, which will be calibrated to correct the reported issue. The cause of the downstream occlusion alarm was identified to be an out of specification downstream tubing guide gap, which requires replacement to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.